Manufacturer narrative:
The customer reported receiving acceptable results with the same kit after training by following the instructions for use. The allegation could not be duplicated upon qc retention testing.

Event description:
The customer reported receiving low a1c kit results when testing on a known diabetic. There were no allegations of patient/user harm.